Event description:
It was reported to philips that the ac led light on the device was not illuminating when the unit was plugged into a wall outlet due to a faulty ac module (s/n (B)(4)). No adverse event reported.